Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC fracture. PICC replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr dl powerpicc catheter. A gross visual inspection of the returned unit found that a kink was present just below the molded joint. Additionally, a full break in the catheter tubing could be observed between the 6 cm and 7 cm depth markers. The unit was functionally tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, no leaks were observed. This made it likely that the fracture the complainant was referring to in the event description may have been the break at the distal end of the catheter. Microscopic inspection of the break site found that portions of the fracture surface had sections where striations were present and other portions where the surface was granular. This suggested that sharp instrument damage and tensile stress both contributed to the development of the fracture; however, the features observed did not provide enough evidence to conclusively determine if the sharp instrument damage was the root cause. It is possible that the fracture was a partial break caused by tensile stress and then the tubing was fully cut off with a sharp instrument by the clinician. Based on the observations made during investigation, there was not enough evidence to conclusively determine how the break occurred. Therefore, the root cause remains unknown.